Event description:
Caller reported complete system blood glucose results of 250 mg/dl and 86 mg/dl within 10 minutes. Reported no adverse event. Strips unknown, not available for return, replacement sent.